Event description:
The micro sagittal saw was returned for service. It was reported during service at the manufacturer that the device continued to run when the trigger was no longer activated. Additionally upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection damage to the motor housing, rotor shaft and ball bearings was found.